Event description:
An optometrist reported a patient with diffuse lamellar keratitis (dlk) one day following lasik treatment. The patient's topical steroid drops were increased. The patient was asymptomatic. In a follow up with the technician, she indicated the patient had not been seen since the date of the event.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).